Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed. This MDR is being submitted as part of a retrospective review for reportability.

Event description:
The customer alleged the pump did not stop or alarm when the food was gone, and kept pumping air.